Manufacturer narrative:
On 5/8/17 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis = a suction tube was returned in used condition, not showing any unusual markings. During the analysis of the returned suction tube, it is noticed that the tip is damaged. The tip has nicks and dents and appears to may have been in contact with another device during surgery causing the dents; or possibly dropped. The complaint report is confirmed; damaged worn. Device history evaluation = nonconforming product report / nonconforming material report history: none; variance authorization / deviation history: none; engineering change order/manufacturing change order history: there is no applicable; engineering change order/manufacturing change order history; corrective action preventive action history/corrections: none; health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.

Event description:
Customer med watch 5068861 initially reports the surgeon was using a 12 french suction. A sharp point at the tip of the suction punctured the dura, causing a dural tear. On (B)(6) 2017 customer reports a laminectomy was being performed when the event occurred. Dura tear was repaired with a "baseball" stitch followed by layers of duragen and duraseal for a watertight closure.